Event description:
Complainant stated that they had face lift surgery (eyebrow lift) seven months ago in 2003. They now have a cyst on their forehead that keeps accumulating fluid and needs to be drained about twice a month to sometimes 4 times a month. They stated that the surgeon told pt he used cryolife's bioglue and he thinks this cyst accumulating with fluid is due to the "darn glue". They said that the doctor used the glue on about 30 pts with no adverse events except for complainant. They indicated that the doctor cultured the fluid and says that it is "sterile". They indicated that they want to get their life back. Doctor indicates that it may take up to 2 yrs. For their body to get adjusted to it. They are going to get a second opinion. Complainant will ask their doctor to file a medwatch with use. They said that they called the firm to see if the doctor had called in about their adverse reaction, the firm told complainant they had not received anything from their doctor.

Event description:
Add'l info rec'd from MFR 7/7/04: the "forehead=lift" procedure described by the reporter in mw4003622 is not an approved indication for the use of bioglue within the united states. The surgeon states in an office note that the pt "has had some problems reacting to the glue that was used in their forehead." This statement is followed with observations of a "mucopurulent discharge off and on for three months in association with a retraction of an area in the medial left forehead region." The pt was placed on an antibiotic (augmentin) and fluid was aspirated from the surgical site. Three days later a positive culture result (staphylococcus species-coagulase negative) was received from the aspirated sample. According to an office note dated 24 july 2003, "approximately 70%" of the "dried crystal-like glue" was removed from the brow region during an office visit. Subsequent office notes indicate that fluid, described in later visits as "yellow straw colored", continued to accumulate in the surgical site. Aspirated samples from these visits produced no additional reports of bacterial growth. A review of the surgeon's notes by cryolife's associated medical director produced no documented evidence of an immune mediated response or hypersensitivity reaction in the pt. The surgeon's comment regarding the pt's "reaction" to the "glue" is not clarified in the follow-up notes. From the internal medical review of the available info, the positive bacterial culture and subsequent continuous accumulation of fluid possibly indicate the formation of a post-surgical abscess and its continued effects as it resolved over time. Attempts are currently underway, by cryolife's associate medical director, to contact the surgeon for additional details regarding the event and to obtain the pt's status.